Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) burst in the patient. The user held pressure after the case. There was no reported patient injury. There did not seem to be any calcium in the artery. A retrograde approach was used. An experienced physician was using the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as previously expected for evaluation. Based on the information provided, the condition of the returned device, and the investigation performed, the reported failure as ¿balloon ~balloon loss of pressure¿ was confirmed, due to the conditions observed on the balloon, since scratch marks, punctures, and leakage were noted on the balloon. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, access site vessel characteristics (even though it was reported that there did not seem to be any calcium in the artery) and/or concomitant device factors possibly contributed to the burst of the balloon reported since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) burst in the patient. The user held pressure after the case. There was no reported patient injury. There did not seem to be any calcium in the artery. A retrograde approach was used. An experienced physician was using the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as previously expected for evaluation. The reported event of "balloon-balloon loss of pressure" could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, access site vessel characteristics (even though it was reported that there did not seem to be any calcium in the artery) and/or concomitant device factors possibly contributed to the burst of the balloon reported since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, "the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture." Also stated in the IFU during product preparation, "confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture." Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) burst in the patient. The user held pressure after the case. There was no reported patient injury. There did not seem to be any calcium in the artery. A retrograde approach was used. An experienced physician was using the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.